Manufacturer narrative:
Additional information was requested but not provided.

Event description:
It was reported that there was oversensing on the right ventricular (rv) lead. No changes or intervention was reported. The patient condition was unknown.